Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that following a pulse field ablation (pfa) procedure using a faradrive sheath the patient experienced pericardial effusion and a fever. The patient reported a fever on (B)(6) and was hospitalized 2 days later in a cardiology ICU. A circumferential effusion was identified while the patient was hospitalized. It was further reported that the effusion was still present on (B)(6) 2025. No interventions beyond the hospitalization and imaging were reported. It was mentioned that a right atrial lead was displaced during the procedure, although how that occurred was not specified.